Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed error icon . No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.